Event description:
A problem was reported. Company representative reported a problem related to a pump. A motor stall was reported. The motor stall was confirmed. Motor stall recorded in event logs with motor stall recovery recorded. It was reported motor stall occurred in the hospital just after implant, 8:54am and recovered at 12:07pm. Motor stall suspected to be caused by patient being near a magnetic field - possible magnetic field in the hospital. No symptoms reported. No consequences to the patient were reported at the time. If additional information is received a report will be provided.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer. Physician product ID: 8627-18, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2009, product type: pump. (B)(4).